Event description:
It was reported that the patient states she had another interstim device implanted in (B)(6) 2012 and had it about 1.5 years and after that device was implanted, the patient had total knee surgery in (B)(6) 2012, a month after implant of interstim. The patient states "we think it got damaged when I had a lot of physical therapy for my knee and I had to bear down against these hard mattresses, then not too long after that it was working real good, maybe about 6 months out it quit working good and I went to hcp (healthcare provider) and he couldn't get a reading and it was just dead." The patient now states that the device that was implanted in (B)(6) 2012 did work well for about 6 months, "real good". The patient states she felt she was 70% improved over the problems she was having before she had it put in. The patient was speaking in regards to implant of (B)(6) 2012. The patient then states "all of the sudden I couldn't feel the pulsation anymore. The patient states she felt stimulation for a long time while it was working and then it faded out and the patient kept ¿amping¿ it up a little bit, but the patient wasn't getting any results, so the patient went into the doctor¿s office and spoke with the nurse, who told the patient "it's just dead" the doctor couldn't get a reading. The patient states it was about (B)(6) 2013 the patient had to have the device replaced.

Manufacturer narrative:
Product ID 3093-28, lot# va0128z, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3093-28, lot# va0128z, implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reports impedance testing was performed. A broken insulation was determined. The lead and the stimulator was replaced. The patient outcome was noted as still symptomatic but hanging settings.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# va0128z, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).